Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat vaginal prolapse, enterocele, and urinary incontinence and mesh was implanted along with the concurrent procedures of laparoscopic bilateral salpingo-oophorectomy, anterior-posterior enterocele repair, trans-obturator taping, obtape, mentor, ivs tunneler sacrospinous sling plasty and excision with layered closure of the right groin sebaceous cyst. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2005 due to mesh extrusion, vaginal foreign body, urinary frequency, and vaginal discharge. (B)(4).